Manufacturer narrative:
No instruments were returned but were disposed of. The tips remain in the patient and since the surgery was completed successfully the surgeon did not have any concerns. The DHR was reviewed for this lot of instruments and the instruments were manufactured to the defined specifications.

Event description:
During a spinal surgery, the hex tip portions of two screw drivers broke off in the screw heads and were not able to be removed. The surgery was completed successfully and with no injury to the patient. Since the broken tips were contained within the spinal construct and beneath the locked spinal rod, the surgeon believes that this will have no negative results on the construct or the patient.